Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose episode while using the ilet, with a lowest continuous glucose monitor value of 40 mg/dl and a confirmatory fingerstick of 44 mg/dl; the event lasted about an hour under 60 mg/dl, was treated with oral carbohydrates including sugar and juice, and the glucose subsequently rose to 185 mg/dl, with no specific cause identified and prior reference to a recent device reset without confirmed linkage. Symptoms included hypoglycemia with hot flashes/flushes and tachycardia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user or third parties. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.